Event description:
It was reported that after a sleeve gastrectomy procedure (in which green reloads were used), the patient was brought back for reoperation. Surgeon noted that staples were open at approximate location of the second firing of device on original sleeve gastrectomy procedure (green reload was used). It is unknown how the reoperation was completed. The patient is currently discharged from hospital but still has drains in place from reoperation procedure. No device will be returned.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.additional information was requested and the following was obtained:original sleeve gastrectomy procedure was on (B)(6), 2013 and reoperation was on (B)(6), 2013. Patient is female and bmi is unknown.the following information was requested, but unavailable: when the surgeon says open, were the staples open or the staple line?did the staples have any form at all?